Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 04-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient's therapy has not worked for her since the implant (B)(6) 2016. The patient stated the leads were not put in the right place. The doctor at the time told the patient he did his best at lead placement. No further complications were reported. No additional patient symptoms were reported.